Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to wash their eyes with water. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.d4 - expiration date h3 other text : single use; device discarded.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on 13jan2023. Per the consumer, while adding the liquid reagent drops on the test card, the drops got in her eye. The consumer confirmed there was no harm due to the exposure.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on (B)(6) 2023. Per the consumer, while adding the liquid reagent drops on the test card, the drops got in her eye. The consumer confirmed there was no harm due to the exposure.